Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of myocardial infarction is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: "platinum chromium everolimus-eluting stents for the treatment of (complex) coronary artery disease; from synergy¿ to the megatron¿." B3: date of procedure estimated as on (B)(6) 2023. D4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated as on (B)(6) 2023.

Event description:
Development of platinum chromium (ptcr) alloys with high radial strength and high radiopacity have enabled the design of new, thin-strut, flexible, and highly trackable stent platforms, while simultaneously improving stent visibility. These advances have facilitated complex percutaneous treatment of a diverse population of patients in clinical practice. The article provided an overview of the evolution in ptcr everolimus-eluting stents from promus element¿ to synergy¿ to the recently introduced synergy megatron¿. The consistent cto (conventional antegrade versus sub-intimal synergy stenting in chronic total occlusion) study validated the stent platform in the setting of chronic total occlusion pci, demonstrating 12-month mace and tvf rates of 10% and 5.7%, respectively, consistent with previously published data with the thin-strut dp-ees xience¿ in the expert cto (evaluation of the xience coronary stent, performance, and technique in chronic total occlusions) trial which described a 12-month mace rate of 8.2% and tlr rate 6.3%. The article concluded that despite all the advance in des technology to date, novel device-based and pharmacological approaches are still needed to further alleviate the long-term occurrence of stent- related events and further improve the outcomes of patients with cad. Details are listed in the attached article, titled " platinum chromium everolimus-eluting stents for the treatment of (complex) coronary artery disease; from synergy¿ to the megatron¿.¿ no additional information was provided.